Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the synchroseal be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the synchroseal (part # 480440-05/ lot # l90210509-0171) associated with this event has been performed. Per the logs, the instrument was used on 12-jan-2022 on system sk2134. This is a single use instrument. A review of the site's complaint history does not show any additional complaints for this product. Review of the provided images are consistent with the alleged complaint of a piece of plastic coming off of the synchroseal instrument. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged a piece of the synchroseal instrument was spotted resting on the patient's stomach along the staple line. The customer was able to retrieve the fragment in the same procedure. There was no injury to the patient reported, however, unintended items falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a piece of the synchroseal instrument was spotted resting on the patient's stomach along the staple line. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) clinical sales representative (csr) provided the following additional information: the fragment was retrieved in the same procedure by a grasper instrument. It is unknown when the instrument broke. They found the fragment near the staple line near the end of the procedure. The synchroseal did not collide with another instrument or hard object while inside the patient. No post operative tests were performed. There was no reported post-operative complications. The surgeon does not know what caused the issue. The instrument and fragment will be returned back to isi for evaluation.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.